Event description:
It was reported that, during an ukr surgery, the femoral pins were difficult to screw in due to the pin driver rotating while drilling. After checking the pin driver, the inside was stripped. The surgery was resumed, without any delay, by using an adapter from the journey tray. The patient was not harmed.

Manufacturer narrative:
H10: the device, used in treatment, was returned for investigation. Visual and functional inspection revealed that the pin driver was not stripped and the laser welding was intact and able to spin a bone pin without issue. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode is an identified risk in the risk assessment. The surgical technique guide released at the time of the complaint provides instructions on the administrative and preoperative procedures. It states that "smith & nephew recommends a minimum of two sterilization kits be obtained for each procedure in the event that any parts malfunction or become damaged during the procedure." It also has a warning which states:" a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure." We were not able to confirm there was a relationship established between the reported event and the device as the part passed initial visual and functional evaluation. No problem found with the pin driver. Per complaint details, the device malfunctioned during use; the pin driver was found to be stripped. . Checking the other two pin drivers one more was found to be stripped. The speed pin adapter from journey tray was used to complete the procedure. Based on the information provided of the inconvenience and swapping out the equipment; no patient injury/impact was concluded. Therefore, no further medical assessment is warranted at this time.